Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code (B)(4), batch (B)(4) before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of 70 devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first breakage complained in regards to this specific device lot. Technical evaluation: the technical evaluation on the returned device, received on (B)(6) 2016 is currently on going. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation, currently on going, become available. As soon as the results of the investigation will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - product code: 50-10200 (short strut tl-hex - 92mm-122mm) - batch number: (B)(4) - quantity: 1 - hospital name: (B)(6)- surgeon name: dr. (B)(6) - date of surgery: (B)(6) 2015 - body part to which device was applied: tibia - surgery description: lengthening - patient information: (B)(6) - problem observed during: into treatment/post-operative - type of problem: device functional problem - event description: the problem appeared after the surgery. The elongation started in (B)(6) 2015. During the first part of the elongation, one of the strut just broke. It was replaced by the (B)(6) 2015. Apparently from the surgeon point of view, the person who used the medical device knew what he was doing, therefore he did turn the strut in the right way. The complaint report form also indicates: - the device failure did not have any adverse effects on patient - the surgery was completed with used device - the event did not lead to a clinically relevant increase in the duration of the surgical procedure - an additional surgery was not required following device failure - copies of the operative reports are not available - copies of the x-rays images are not available - patient current health condition: the patient is fine. (B)(4).

Manufacturer narrative:
Analysis of historical records (information already provided) orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10200 batch (B)(4) before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first breakage complained in regards to this specific device lot. Technical evaluation the returned device, received on february 4th, 2016 was examined by orthofix (B)(4) quality engineering department. The device was subjected to visual, dimensional and functional check as per orthofix (B)(4) design and product specification. The visual check evidenced that the inner bushing component is broken. The dimensional and functional check, performed where possible as the device is broken, did not evidence any anomalies. The device was then sent to an external laboratory for the chemical and failure analysis. The results of the technical investigation evidenced that the material of the broken component is conforming to design specification. The failure occurred could be mainly attributable to the flexional overload on the material which was already weakened due to physical ageing and the use of chemicals. Medical evaluation the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluations performed. On (B)(6) 2016: "this patient was a (B)(6) boy weighing (B)(6) kg who is having a tibial lengthening with the tl-hex system. The fixator was applied on (B)(6) 2015 and the lengthening started on (B)(6) 2015. Soon after this one strut 'broke' and was replaced on (B)(6) 2015. As far as we know treatment is now continuing as expected. Currently no other information is available. We do not know the circumstances of the breakage". On april 18th, 2016 with the results of the technical evaluation: "I note that the thorough report from ncs the external laboratory concludes that the plastic bush that broke in this incident had been made more brittle by exposure to incorrect chemicals during decontamination. That seems to be the reason for this component failure". Final comments: the results of the technical investigation evidenced that the material of the broken component is conforming to design specification. The failure occurred could be mainly attributable to the flexional overload on the material which was already weakened due to physical ageing and the use of chemicals. The medical evaluation evidenced as follow: "this patient was a (B)(6) boy weighing (B)(6) kg who is having a tibial lengthening with the tl-hex system. The fixator was applied on (B)(6) 2015 and the lengthening started on (B)(6) 2015. Soon after this one strut 'broke' and was replaced on (B)(6) 2015. As far as we know treatment is now continuing as expected. Currently no other information is available. We do not know the circumstances of the breakage. I note that the thorough report from the external laboratory concludes that the plastic bush that broke in this incident had been made more brittle by exposure to incorrect chemicals during decontamination. That seems to be the reason for this component failure". Orthofix (B)(4) would like to remind that the instructions for the safe processing of this device are included in the instruction for use leaflet, ref: pq tlh. Orthofix (B)(4) historical records shows that no other similar notifications have been received in regards to this specific device lot. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: product code: 50-10200 (short strut tl-hex - 92mm-122mm). Batch number: (B)(4). Quantity: 1. Hospital name: (B)(6). Surgeon name: dr. (B)(6). Date of surgery: (B)(6) 2015. Ody part to which device was applied: tibia. Surgery description: lengthening. Patient information: (B)(6), male, (B)(6) kg. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: the problem appeared after the surgery. The elongation started in (B)(6) 2015. During the first part of the elongation, one of the strut just broke. It was replaced by the (B)(6) 2015. Apparently from the surgeon point of view, the person who used the medical device knew what he was doing, therefore he did turn the strut in the right way. The complaint report form also indicates: the device failure did not have any adverse effects on patient. The surgery was completed with used device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required following device failure. Copies of the operative reports are not available. Copies of the x-rays images are not available. Patient current health condition: the patient is fine. (B)(4).